Manufacturer narrative:
Pc-(B)(4). Date sent: 12/11/2020 d4: batch # u5d11r. Investigation summary the analysis found that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted and no reload was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Three photos received. Upon visual inspection of three photos, the following was observed: the photos a piece of tissue and some staples appears to be no properly formed. Please noted that the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. Based on the photo the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the surgeon¿s experience with device? Does the surgeon routinely wait 15 seconds prior to firing? Were prior staple lines being crossed when issues occurred? Please describe device cleaning technique between firings. How was the issue addressed intraoperatively? Please explain how each different stapler was used and the anatomical location. How was the post-op fistula identified? Did the fistula occur at the same location that the difficulties were experienced with stapler? Will the devices be returned? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure (gastrectomy / sleeve), during the stapling of the stomach, the devices cut but without stapling. Same issue happened with 2 staplers and several reloads. Fistula with surgery revision at day 2.